Event description:
It was reported that the user announced a usual meal but consumed more carbohydrates than expected while using the ilet, resulting in elevated blood glucose last recorded at 360 mg/dl that began to decline; the user received a high glucose alert and asked whether dismissing the alert was appropriate, and the alert was cleared after guidance. Customer car e provided support that included user education and troubleshooting on alert management and meal announcement practices. Investigation of this case revealed user-related use error due to incorrect meal size announcement, with the device and components functioning as designed. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal entry rather than device malfunction.